Event description:
It was reported that the device had a loose mount. No patient consequence.

Manufacturer narrative:
Evaluation summary: the reported event has been confirmed. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled; moisture and a torn acoustic isolator were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The evaluation revealed that the causes that may contribute to this non-conformance are improper sterilization, misassembly of housing (pinched isolator, pinched o-ring, missing o-ring), cracked housing (nose cone), material or component variation (compression set of isolator, torn isolator). The batch record was reviewed and no anomalies were noted during the manufacturing process.